Manufacturer narrative:
Block b3: exact date unknown, event occurred sometime last year prior to the date the manufacturer became aware. D6b: explant date: procedure happened in 2024. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 2000019605/20658126. UDI: (B)(4). UDI: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) explant procedure due to an unknown reason. The explanted device components will not be return. No further information has been obtained despite goof faith efforts.